Event description:
A report has been received where an end user was thrown out of the powered wheelchair due to speeding up and an abrupt stop. A call has been placed to the reporter in order to gather additional information and clarify date, however, no further information has been received. A supplemental report will be filed with any new information. It was reported no injury. A possible joystick related incident since the joystick has been replaced.